Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation was done by the field service engineer at the user facility. During testing, it was found the device touchscreen would not calibrate successfully. This was due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.